Manufacturer narrative:
The technician could not replicate the fault but did find a slight oil leak under the head hi-low cylinder. He replaced the head hi/low cylinder to repair the bed.

Event description:
Information received indicates the head of the bed is going down on its own.